Event description:
It was reported that it was not possible to insert the plate on the dynamic hip screw (dhs). This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The still measurable dimensions of the screw and the plates were checked and found to be in compliance with the technical drawings and ao, asif specification. Investigation showed that the positioning groove of the screw has been widened due to inadequate handling. The groove is expanded and damaged, and therefore the plate does not pass the slotted end of the dhs. No product fault could be found. This complaint is invalid from a manufacturing standpoint.